Event description:
It was reported to philips that the paramedic crew encountered a monitor failure during patient cardiac arrest. The monitor was unable to read a rhythm via the defibrillation pads and ¿no shock¿ was advised. Another crew took over patient care. The crew shut down the device and checked the connections, at which point the monitor operated properly and was used to deliver shocks to the patient. We are considering this to be a serious injury because treatment was interrupted during life-threatening patient procedure, however, no direct adverse event to the patient or user was reported. A philips clinician reviewed the patient event file. It was observed that the device was powered on at 5:47:37 into the manual mode with an energy selection of 200j. Defibrillation pads were placed, but no ECG waveform was observed in the pads ECG channel. The impedance channel showed a very high value, consistent with poor pads contact with the patient¿s skin. A leads ECG waveform was observed later in this device use - before the mrx was powered off. At no time during this device use was the device placed into AED mode; therefore, no shock advisory decision would be expected. The device was powered back on 50 seconds after the first use ended. The device was powered on into the monitor mode, and a leads ECG waveform was displayed for approximately 1.5 minutes. The device was then switched to the manual mode, and a pads ECG was observed. The impedance values were consistent with good pads contact throughout this use, and eight shocks were delivered to the patient. During the first use, there was poor pads contact with the patient¿s skin, resulting in no viewable pads ECG waveform, which was confirmed by the high impedance. Although it was reported that ¿no shock¿ was advised, the device was not placed in the AED mode. As such, during this first use, the device operated to specifications. During the second use of this device, there was good contact and shocks were delivered, indicating that the device operated to specifications. A philips field service engineer evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips that the paramedic crew encountered a monitor failure during patient cardiac arrest. The monitor was unable to read a rhythm via the defibrillation pads and ¿no shock¿ was advised. However, no direct adverse event to the patient or user was reported. We are considering this to be a serious injury because treatment was interrupted during life-threatening patient procedure. Additional details have been requested.